Event description:
The implant description was in a number of different languages and the writing was indeed very small resulting in the incorrect implants being selected for use in theatre. Surgery extended by 2-3 hours.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.